Event description:
It was stated that the device was showing error 41541 latch/lock optic flex defect. There was no reported patient involvement.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a faulty latch lock sensor. The latch lock sensor was replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.